Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -10.5 diopter implantable collamer lens which was intended for the patient's right eye (od) had tore during loading and noted after opening the vial "the lens was caught during lens setting and cracked". This occurred on (B)(6) 2022. Later on this same date a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as the device.